Manufacturer narrative:
Date of death: aware date of (B)(6) 2022 used as date of death is unknown. Event date: aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported via social media that a death occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). On an unknown date post index procedure, the patient died. No further patient information is available.